Manufacturer narrative:
An onsite inspection of the lift and its components was completed by a hillrom technician. It has been found that the middle beam and motor cover was damaged. Causing one of the lifts leg to fall out. The gear racks are articulation parts and therefore subject to wear and tear. These parts must be checked during preventive maintenance, as their wear depend on the frequency of use. The periodic inspection protocol for liko mobile lifts 3en371001 rev 5 (which describes yearly inspections of liko mobile lifts) states under section 4: ¿ inspect the base widening mechanism. ¿ open and close the base to maximum and minimum positions. ¿ make a functional check of the base widening. ¿ make sure all screws and nuts are tightened. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician replaced the middle beam and motor cover to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the leg was falling out. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).